Event description:
It was reported that during a follow up in clinic, loss of pacing resulting in arrhythmia was noted. The device was unable to be interrogated and there was no magnet response. The device was explanted and replaced to resolve the event. The patient was in stable condition.